Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the root cause of major bleed could not be determined as insufficient clinical details were provided. Device history review: the device passed all post sterile inspection checks.

Event description:
Additional information received stating the cessation of systemic anticoagulation successfully led to the end of systemic bleeding.

Manufacturer narrative:
B5 updated with additional information received from the clinical site.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during support of the impella 5.5 on (B)(6) 2025, the patient in ICU, had sudden large, black tarry stool concern for gastrointestinal bleed gib and significant hemoptysis. Per ICU doc, concern for systemic bleeding in setting of systemic anticoagulation before and in or as well as anti-plt therapy ongoing surgical procedure lad stent. Optimize I's/o's. Heparin is being withheld for a few hours longer. Patient survived.